Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus would not calibrate programmer styoverlaylus would not calibrate. It was indicated that the connection from the overlay to the printed circuit board (pcb) required cleaning and reseating. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not calibrate, and the programmer was unable to end session or change screens quickly. The programmer was returned for service. No patient complications have been reported as a result of this event.